Event description:
It was reported that a pt underwent a surgical procedure on (B) (6) 2010. The needle broke at the swage during knotted suturing under the skin. The surgeon removed the broken needle without any additional incision. No fragment remained at the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.